Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 66mm. A cut down of the left femoral artery was performed for delivery and deployment of a system of gore excluder aaa endoprostheses, featuring the gore c3 delivery system. The patient tolerated the procedure. On (B)(6) 2013, the patient suffered an acute stroke reported to be caused by advancement of the device delivery catheter. The patient was treated with anticoagulant drugs which lead to the resolution of the acute stroke. The patient then experienced upper left limb paraparesis due to the acute stroke and was treated with physiotherapy, which was reported to have restored the patient's movements in the affected limbs. This same day the patient underwent surgical dissection and drainage of an upper left limb hematoma reported to have been caused by the patient moving the arm during physiotherapy. The acute stroke and hematoma were reported to be procedure related, not device related.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instruction for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).